Event description:
The pt reported, the infusion set is leaky at the infusion site connection. The leak occurs if the pt boluses more than 10 units of insulin. No physiological effects were reported. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.